Event description:
It was reported that the customer had high blood glucose levels of 397 mg/dl. It was reported that the insulin pump of the customer suspended itself three times during the night while she was sleeping. The customer also reported receiving two no delivery alarms from the insulin pump in the morning. The customer reported treating with insulin pump. The customer declined to troubleshoot. The customer was advised that the insulin pump would be replaced since the customer was pregnant. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The download history file shows no data for october 2014. Unable to verify suspend anomaly. Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test and the excessive no delivery test. No unexpected no delivery alarm noted. The suspend feature functions properly. Unit was programmed with several boluses and monitored. The unit calculated the additional bolus deliveries and were verified in the daily total screen. Unit then was programmed with multiple basal profiles and monitored for three days. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. No delivery anomaly or unexpected suspend anomaly noted. Unit had a minor scratched display window, cracked reservoir tube and cracked reservoir tube lip.